Event description:
It was reported that the right ventricular pacing lead impedance had gradually increased. After the patient received a patient notification for high, out of range, pacing lead impedance, the lead was extracted and replaced. The lead was discarded in the field and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.